Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to open or close the foot was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to open or close the foot and device entrapment. The surgical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open foot and device entrapment include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an iliac stenting interventional procedure due to a type 1b endo leak. Reportedly, after suture deployment, the foot of the prostyle device was closed and an attempt was made to remove the device; however, it was stuck. Three attempts were made to open and close the foot; however, it was not possible to remove the prostyle device as there was tissue captured in the foot of the device. The anesthesia was changed from local anesthesia to general anesthesia and cut down surgery was performed to remove the device and achieve hemostasis. It was noted during the cut down that it was scar tissue (likely from previous cut down) which may have contributed to the prostyle becoming stuck. No vessel/tissue damage was noted due to the prostyle. It was also noted after removal of the device that the foot had not closed completely. There was no reported adverse patient sequela. As the patient required general anesthesia and cut down surgery, a reported clinically significant delay in the procedure or therapy occurred. No additional information was provided.